Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The case was escalated where based on review from support, a sensor replacement was initially approved due to system performance. While relaying the escalated response, the user informed customer care that they have an infection on the insertion site (MFR# 3009862700-2026-00359). The case was re-escalated to re-assess the need for sensor replacement. The user mentioned that the infection worsened around the time of the discrepancy started to occur, and also indicated that the differences had since decreased, with improved agreement between sg and sg readings. As the user wasn't taking any medication for the infection, the user was advised to follow up with their hcp for further medical guidance. Based on the information available, support determined that the reported infection may have impacted system performance and contributed to the observed discrepancies. The user was provided with the escalated response and was advised to contact customer support if discrepancies persisted following healing of the insertion site and completion of any treatment/medications. No further concern was received from the user following this interaction.